Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024: information was received from a patient regarding their implantable neurostimulator (ins). Patient reported they are getting message settings not available on the controller screen. Patient stated they saw the manufacturer representative (rep) they told the patient to call for controller replacement. Agent asked patient to connect with the controller and controller show implanted neurostimulator 80%, controller 100% charged. Patient service reviewed meaning of the message and recommend patient consult with healthcare provider office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to rep. 2024-sep-06: additional information was received from the patient. They reported that they are not sure of the cause of seeing settings not available message-probably getting old. Patient saw a manufacturer representative (rep) to try adjust around the dead electrodes. Issue is not resolved. They will have to replace the system. It was installed more than 10 years ago.